Manufacturer narrative:
(B)(4). Date sent: 1/4/2021 d4: batch # u5d705 h6: component code: mechanical(g04) investigation summary the ec45a device was received for analysis with no apparent damaged and with a gst45d reload loaded on the device. The reload was received partially fired 1/4. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify how was the bleeding controlled? Irrigation and aspiration. How much blood was lost (ml)? Na. Did the patient require a transfusion? Na. Was the patient on blood thinners prior to the procedure? Na. Was the patient receiving any anti-coagulation therapy post-operatively? Na. Did the patient have an additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? Na. Could you please clarify how long was the delay (hours/minutes)? Na. Could you please clarify if there were any patient consequences? No. Did the post-operative care change based on the bleeding or as a result of the procedure being prolonged? No.

Event description:
It was reported that hemostasis was not complete after 20 seconds and more. The device did not deployed properly after several uses. Bleeding disturbs the procedure and there was a surgery delay as the extra handling required to manage hemostasis and irrigate/aspirate. Use of another device